Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose level of 357 mg/dl. The customer experienced high blood glucose levels and a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The customer ran out of insulin in the middle of the night. The device was not returned.